Event description:
It was reported that the physician decided not to proceed with the heart failure sensor implant procedure due to pulmonary hypertension. The patient was discharged the same day. The hf sensor was never opened or used.